Event description:
Removal of endosseous dental implant. Implant was placed on 9-5-96 in site #18 (class ii bone) during a complex procedure in which the implant was placed in a recent extraction site (natural tooth was extracted three months prior to implant placement) in which bone augmentation was performed. The clinician states that the patient "packed a taco chip around the implant within the first two weeks, which resulted in a contamination of the tps surface which he was unable to eradicate despite debridement with citric acid and tetracycline." The implant was removed on 6-6-97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.